Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the mapping catheter was advanced through the sheath and perforated the left atrial appendage (laa). A steady decline in blood pressure was observed and a transesophageal echocardiography (tee) was performed, which showed evidence of a cardiac tamponade. A pericardiocentesis was performed and a liter of blood was removed. The case was aborted under general anesthesia and additional surgical repair to remove the laa. The patient's hospital stay was extended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 7 applications were performed with balloon catheter, 2af284 with lot number 64013, without any issue on the date of the event. Clinical issues were encountered during and after the procedure. The sheath was not returned for investigation. There was no indication of the product¿s malfunction related to the adverse events. If information is provided in the future, a supplemental report will be issued.